Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, insertion section light guide bundle interrupted and weakened slightly was found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that component failure led to all the malfunctions: image is abnormal was due to component failure of the universal cable and for insertion section light guide bundle was interrupted and weakened slightly (selective) was due to component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had abnormal image. The issue was found during inspection for use. There were no reports of patient harm.